Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number (B)(6).

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the ipg was not placed into surgery mode. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.